Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 19cm distal to the is4 connector pin and 28 cm proximal to the lead tip into 3 lead fragments. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed 49cm distal to the is4 connector pin that the lead body was found squeezed and deformed. In this area all the conductor coils were found fractured, which is assumed to be the root cause of the reported high impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular, first rib entrapment. Further damages such as several cuts into the insulation (14cm, 36cm and 43cm distal to the is4 connector pin) and a deformed insulation (17cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.